Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
The customer reported that the pni (sys) alarm would not have sounded. Value at 50. Only an average alarm sounded. The patient expired.

Manufacturer narrative:
During investigation it was determined this report is a duplicate of another report. Please refer to MFR report # 9610816-2022-00640.